Event description:
It was reported that the patient indicated that when he pushes the bulb of the inflatable penile prosthesis device, he only gets one to two pumps and the bulb stays flat and that he doesn't achieve an erection. He further stated that this has been occurring since approximately (B)(6) 2018. The patient was making an appointment with the physician for follow-up.